Event description:
I am having stabbing pain, tingling, numbness and stinging beneath my left breast implant. My breast augmentation occurred in 1981 with "under the muscle silicone breast implants." I have daily pain in my breast and chest. When it first began, in 2006, I went to the dr who sent me to the cardiac hospital for possible heart complications. No heart complications were found. I have been x-ray'd, mammogrammed, echoed, examined, given antacids and muscle relaxants. At one time, I was even taking nitroglycerine. Nothing helps and I continue saying I think I have a silicone rupture. I can't even get the drs to listen to me. They do not think it is a rupture. Why does it burn and hurt all the time. I am afraid. Can you help me with info on what to do? Thank you? Dr. Plastic surgeon still in practice. Dates of use: 1985-2008. Diagnosis or reason for use: breast augmentation to increase size.